Manufacturer narrative:
The device was returned and concomitant medical products was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 5f mynxgrip device for vascular closure, the device became jammed after deploying the sealant into the arteriotomy. There was no patient injury and the device will be returned for analysis. The vessel type in which the device was used was arterial. A 5f sheath was used with the mynx device following a diagnostic procedure. The user¿s training status was ¿in-training.¿ a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The non-cordis procedural sheath received with the device was retracted to the shuttle handle, and the procedural sheath¿s stopcock was received in the closed position. The device was returned in deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge). The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path. No anomalies were observed. Functional testing was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was found exposed to blood, swelling up with increased profile. The condition of the returned sealant indicates a device deployment jam. A device history record (DHR) review of lot f1821801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, the issue might have been caused by user error (user was in-training) as evidenced by the closed procedural sheath stopcock and the sealant showing premature exposure to blood moisture. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip device for vascular closure, the device became jammed after deploying the sealant into the arteriotomy. There was no patient injury and the device will be returned for analysis. The vessel type in which the device was used was arterial. A 5f sheath was used with the mynx device following a diagnostic procedure. The user¿s training status was ¿in-training.¿